Manufacturer narrative:
Additional information was received that the infection had subsided. The patient was reportedly doing well.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom includes redness at the pocket and lead sites. The physician suspected that the infection had something to do with the sutures. The patient was administered with antibiotics. The patient underwent an exploratory surgery wherein the sutures were replaced and was doing well following the procedure.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom includes redness at the pocket and lead sites. The physician suspected that the infection had something to do with the sutures. The patient was administered with antibiotics. The patient underwent an exploratory surgery wherein the sutures were replaced and was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom includes redness at the pocket and lead sites. The physician suspected that the infection had something to do with the sutures. The patient was administered with antibiotics. The patient underwent an exploratory surgery wherein the sutures were replaced and was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the physician could not determine if the infection was device or procedure related. Antibiotic was also administered through peripherally inserted central catheter line (PICC line).